Event description:
Reportedly, the patient had an inappropriate atp due to atrial fibrillation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of provided data confirmed the reported inappropriate atp delivery most likely on atrial fibrillation. Due to a stable and fast conducted ventricular rhythm during atrial arrhythmia the discrimination algorithm ran into vt classification. Based on available data the device behaved as specified, but was limited by the programmed tachy parameter. A device malfunction is not suspected.